Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Visual inspection of the pump found fluid ingression corrosion on the downstream occlusion sensor. During analysis, the customer's stated problem was able to be verified. Further investigation of the pump determined that fluid ingression was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the cassette of a smiths medical cadd®-solis vip ambulatory infusion pump was not attaching properly. There were no reported adverse effects with no patient involvement.